Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged battery cap, damaged battery compartment and dim display. This report is made based on the results of an investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: dim pink display screen is found. Open the pump cover to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Visual inspecting and testing confirmed the threads inside the battery compartment are stripped with no evidence of cracked or damaged to battery compartment. The battery cap is unable tightening secured to the pump. Inspection the battery cap revealed ¿no stripped threads but evidence of the slot on top of battery cap damaged / chewed off".